Event description:
It was reported that the patient presented in clinic for routine follow-up. It was found that the patient's implantable cardioverter defibrillator exhibited a bluetooth telemetry issue. Intervention was performed and the device was then able to be interrogated. Interrogation revealed the device exhibited post-paced t-wave over-sensing. Programming changes were made. The patient was stable.